Event description:
The pt had a laparoscopic cauterization on 2/21/95. On 2/24/95, rptr was notified that she had vertical burns down her back in "2 straight". Rptr sent instrument to their biomed on 2/24/95. Nothing was found wrong with unit or cord at that time. Rptr has sent both to company for evaluation.